Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: the bd alaris pump infusion set's tubing may separate, leak, or fail to prime. When this occurs: treatment will be delayed. There is potential for patient blood loss. The compromised administration set presents a route for infectious agents. Medication may spill, potentially exposing staff and patients to toxic medication (e.g., chemotherapy agents). Also, the spill may present a fall risk. Medication may be wasted.